Event description:
Pf303 avant guard clinical study, subject ID: (B)(6). An index clinical pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure was performed on (B)(6)2024 involving an farawave catheter and faradrive sheath. Ten pfa ablations were performed in each of the right superior (rspv), left superior (lspv), left inferior (lipv), right inferior (ripv) pulmonary veins. No procedure or patient complications were reported during the index procedure. On (B)(6)2024, the patient experienced a stroke and was hospitalized. A CT scan and MRI were performed; however, results were not provided. The patient was discharged on (B)(6)2024. The devices will be returned for analysis.

Manufacturer narrative:
Impact codes updated there were no faradrive device allegations, so the device was run through visual and functional testing to look for any defects that would have resulted in the patient complications observed in the field. The faradrive sheath was returned with the related farawave catheter in one sterilization pouch. The device was removed from the pouch and initial visual inspection found a kink in the faradrive shaft. The kink was approximately 57mm from the distal tip. The faradrive device was subjected to borescope inspection prior to decontamination. The device was kept in its as received condition throughout the bulk of visual and functional testing to ensure preservation of findings. The inner wall of the shaft had visible tracks of blood, which is believed to have been from advancement/withdrawal of a dilator and farawave catheter. There were a few instances of discolored braid as well. The inner hemostatic valve was in good condition with no damage or tears. The faradrive was further inspected for any damage or defects. The distal tip was observed to have no damage or defects. The hemostatic valve was also inspected and observed to have a tear. This tear was separate from the valve slit and solely in the outer valve. The valve tear also did not lead to any functional defects as the device passed all functional leak and aspiration testing. The device had no damage or defects that are believed to have contributed to the patient complications seen in the field.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). An index clinical pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure was performed on (B)(6) 2024 involving an farawave catheter and faradrive sheath. Ten pfa ablations were performed in each of the right superior (rspv), left superior (lspv), left inferior (lipv), right inferior (ripv) pulmonary veins. No procedure or patient complications were reported during the index procedure. On (B)(6) 2024, the patient experienced a stroke and was hospitalized. A CT scan and MRI were performed; however results were not provided. The patient was discharged on (B)(6) 2024. The devices will be returned for analysis.